Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to lake water. The customer stated that she felt her tubing snag while she was trying to anchor a floating dock, the whole insulin pump fell into the water, and she dove in after it. The customer did not know the blood glucose reading. She observed fluid under the liquid crystal display screen. She noted that the insulin pump had not been dropped and there were no cracks in the device. She heard a beeping from the insulin pump with no alarm present, stating that the device would not do anything. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.